Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with fortaz (dose, route, frequency, and duration not reported) for peritonitis. Three days after admission, the patient was discharged from the hospital. The patient had not recovered from the event. Eleven days after the event onset, the patient had a relapsed event of peritonitis manifested by abdominal pain. The patient was readmitted that same day to the hospital. The patient was treated with vancomycin (dose, route, frequency, and duration not reported) and fortaz (dose, route, frequency, and duration not reported) for peritonitis while hospitalized. Nine days after admission, the patient was discharged from the hospital. At the time of this report, the patient is being treated with intraperitoneal meropenem (twice a day, duration unknown and dose not reported) for peritonitis and the patient is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.